Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2017-00014. Investigations and conclusions were submitted under this manufacturer report number.

Event description:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2017-00014. Investigations and conclusions were submitted under this manufacturer report number.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding revision due to instability. There have been 1 other event for the lot referenced.

Event description:
Patient underwent revision tka for instability. All components exchanged except tibia.